Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous lows ranging from approximately 30-50 mg/dl. Reportedly, the customer experienced night time lows. Reportedly, the customer consumed fast acting carbohydrates.